Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in 2008. Post-operatively, a mesh erosion occurred and a procedure to trim the mesh is planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatchs submitted for this device. See also medwatch 2210968-2007-00271. The same device is represented in each medwatch as it was involved in two events. The same patient is represented in each medwatch.